Manufacturer narrative:
No evaluation has been completed at the time of this report as the device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported that a tricut blade broke where it connects to the hand piece while surgeon was using the device.